Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver an unspecified medication, with a container size of 113ml, for a duration of 48 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device displayed 107ml had been delivered; however, the container remained full. The device was removed from clinical. It was unspecified if therapy was completed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
During testing, the device delivered a measured volume of 19.50ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 mlbn (B)(4)). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.